Event description:
The customer reported that a kv error message displayed on the system and then shut down without command. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.